Manufacturer narrative:
Neonate (B) (6). The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, an unspecified channel of the device was programmed to deliver on an unspecified concentration of hyperalimentation. The second channel was programmed to deliver an unspecified concentration of lipids and the deliveries were started. No specific programming parameters were provided. On (B) (6) 2010 at an unspecified time, the customer contact reported the burettes on both channels were filled with unspecified volumes of fluid for a duration of 12 hours. On (B) (6) 2010, at an unspecified time 12 hours later, the nurse indicated that half of the fluid was remaining in both burettes instead of the burettes being empty as expected. At this time, the customer contact reported the "neonate was asymptomatic". A blood glucose was drawn. The pt's blood glucose was 88 mg/dl. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was not notified. The customer contact reported the pt to be "just fine". No medical intervention was required. Though requested, no add'l info was provided.